Manufacturer narrative:
One device was returned for repair. There was no service history in previous 12 months. Review of event history showed 19 occurrences of cassette not attached properly alarm. Visual evaluation found delaminated and damaged downstream occlusion (dso) seal. The reported problem was not replicated. The probable cause is likely damaged and delaminated dso seal. Replaced dso sensor assembly for reported issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited, "cassette not attached properly" alarm. There was unknown patient involvement.

Manufacturer narrative:
Received additional information, updated section a. The event occurred during bench testing no patient involvement.